Manufacturer narrative:
(B)(4). Batch # p91h9t. Investigation summary. The device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material and the cracked nose cone. In addition the 4-40 stud was not broken as reported. The handpiece was connected to a generator, evaluated with a test instrument, and was found to be functional. Then the instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stud of the hp054 was broken. The number of remaining uses for the hp054 was unknown. Another hand piece was used to complete the case. There were no adverse consequences to the patient.